Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy . A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal was insertion sheath was unable to be inserted. When the angio-seal device was tried to be inserted into the insertion sheath, the device was unable to be inserted into the sheath due to resistance. The device was removed from the patient, leaving the insertion sheath. Another angio-seal device was inserted into the first insertion sheath without problems. Subsequently, hemostasis was successfully achieved by the first insertion sheath and the second device. The estimated blood loss was less than 250 ccs. No health damage for the patient. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not needed. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and a guidewire. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Non-conformances was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on 05 oct 2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the CAPA will be captured in the CAPA document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.